Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion. The aus was explanted and replaced at a later date. There were no further patient complications.

Manufacturer narrative:
D6b estimated date, information states the device was removed in (B)(6) 2024.